Event description:
The dr reported observing a metal particle being delivered into the pt's eye at the initiation of a routine phacoemulsification procedure. The particle was removed and there was no harm to the pt. The handpiece and needle were returned for evaluation.